Event description:
Smj#cfff108. The cuff deflated an hour after the customer started to use the product for a home-care patient, causing the artificial respirator to issue an alarm. A couple of similar events were also reported by the customer. No patient injury. Deflation would most likely require a trach change out. This would be interruption in care and risk for airway management, however the event is describing a home care patient that would have long term tracheostomy that would have less risk for loss of airway management, as more time is allotted for changing device without risk for airway closure.

Manufacturer narrative:
Other, other text: one portex bivona aire-cuf tracheostomy tube was returned for analysis in used condition. No damage was noted to the device upon visual inspection. The sample was then inflated and inspected for 10 seconds; no leakage noted. The unit was then submerged underwater while inflated; no leak observed. The sample was massaged, balloon squeezed, and the airway line was moved back and forth; no leakage observed. Relevant documents and the manufacturing process were both reviewed; no discrepancies. The assembly process and training were both reviewed with no discrepancies. Verification of (B)(4) units were reviewed; all inspections and verifications were found to be performed up to quality procedures. Based on the evidence, there was no fault found as the complaint was not confirmed.